Event description:
It was reported that immediately following use of this pump in a left knee arthroscopic meniscus repair, swelling was observed in the operative leg, thigh area. The surgeon wrapped the extremity with an ace wrap and the pt was kept overnight for observation. The pt was discharged home the following day. To date, there is no report of further medical or surgical treatment related to this event.

Manufacturer narrative:
Investigation findings: the arthroscopy pump was received for evaluation. During testing of the pump it was found to meet all performance specifications. Further investigation found that the pump required calibration. The customer will be contacted with this information and provided any additional in servicing needed.